Event description:
The customer states that bag-it sponge counter bags were used to count the sponges during c-section. One dot separation in the pouch is used to place one sponge in each side. This separation opens making it difficult to determine if one or two sponges is in each pouch. (B)(4) recommends that "sponges should be counted on all procedures in which the possibility exits that a sponge could be retained." "Sponge counts should be performed: before the procedure to establish a baseline, before closure of a cavity within a cavity, before wound closure begins, at skin closure or end of procedure, and at the time of permanent relief of either the scrub person or the circulating nurse (although direct visualization of all items may not be...

Manufacturer narrative:
The customer reports a sample will not be returned for eval. An investigation is currently underway. Upon completion, the results will be forwarded.